Event description:
Heal-laa study. It was reported pericardial effusion occurred. The patient was enrolled into the heal-laa study on 07 november 2023 and the left atrial appendage (laa) closure procedure was performed on (B)(6) 2023. A 27mm watchman flx pro laa closure device was attempted, but not implanted successfully. A 24mm watchman flx pro laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 21 mm. During the implant procedure, transesophageal echocardiogram (tee) revealed a 2mm pericardial effusion. Post procedure, the patient's medication regimen of aspirin and clopidogrel was continued. There was no intervention noted for the pericardial effusion and the patient was discharged from the hospital the same day as the procedure.

Event description:
Heal-laa study: it was reported pericardial effusion occurred. The patient was enrolled into the heal-laa study on (B)(6) 2023 and the left atrial appendage (laa) closure procedure was performed on (B)(6) 2023. A 27mm watchman flx pro laa closure device was attempted, but not implanted successfully. A 24mm watchman flx pro laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 21 mm. During the implant procedure, transesophageal echocardiogram (tee) revealed a 2mm pericardial effusion. Post procedure, the patient's medication regimen of aspirin and clopidogrel was continued. There was no intervention noted for the pericardial effusion and the patient was discharged from the hospital the same day as the procedure. It was further reported that the pericardial effusion was not caused or worsened by the implant procedure. Therefore, this is no longer a complaint and will be withdrawn.